Manufacturer narrative:
(B)(4). Date sent: 02/14/2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Were any staples delivered into the tissue at all? If yes: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy for functional end to end anastomosis closure, it was observed that only one side of the staple (the excision side) was not deployed when tried to grasp the tissue with allis forceps and two stitches were applied. The remaining organ was also bleeding, probably due to malformed. The staple sled was broken and one side was not deployed in the middle of surgery. Additional suture was performed to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: is the current patient status known? The patient is stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? N/a. How was the bleeding controlled? Additional sutures were placed. How much blood was lost (ml)? N/a did the patient require a transfusion? No. Were any staples delivered into the tissue at all? Only the excised side was not stapled. If yes: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? N/a.